Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient. The consumer reported that the patient received a ¿settings not available¿ message on their controller screen. The caller stated that the patient tried switching groups, but the patient still wasn¿t able to increase their stimulation. The caller verified that the patient¿s implantable neurostimulator (ins) is charged. Patient services redirected the patient to follow-up with their healthcare provider. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Correction to desc evt problem in regulatory report 3004209178-2020-04388. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the impedance check showed some electrodes have open circuits. They stated that electrodes 1, 6, and 7 are greater than 40,000 ohms. The rep mentioned that electrode 1 cleared at 1377 ohms with impedances ran at 3 volts. They added that the patient is programmed at: 5+ 7- 510pw 70hz9+10- 390pw 70hz 6 volts. Technical services advised not using electrode 7 since there is an open circuit. The rep was going to reprogram the patient to allow for pain coverage. They stated that they do not know when the impedance issue occurred since it has been a while since the patient was seen. No further complications or patient symptoms were reported or anticipated.